Event description:
The following events were noted through a periodic article review. A (B)(6), conducted between (B)(6) 2007 and (B)(6) 2010, was performed in (B)(6) patients in whom carotid artery stenting and coronary artery bypass graft surgery was performed. All patients had significant carotid artery stenosis (>70%) and were candidates for coronary artery bypass graft coronary artery bypass graft (CABG). Carotid artery stenting was technically successful in all (B)(6) patients. Four patients were complicated by hemorrhagic strokes, one of which developed 2-3 hours after stenting and one occurring 4 days after cas. The remaining two strokes occurred within 24 hours after cas. Two cases of myocardial infarction occurred, 25 days after cas and the other occurred 15 days after CABG. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xact stent referenced in is being filed under a separate manufacturer report number. Estimated date of event. Estimated date of implant. Estimated therapy date. There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.